Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged twice. The lead was repositioned after the first dislodgement, however within three days the lead dislodged again. The lead was explanted and replaced by an active fixation lead. No patient complications have been reported as a result of this event.